Event description:
It was reported that the insertion of the iab was uneventful. Shortly after insertion, the ap waveform was lost. Aspiration was attempted and air bubbles were observed. The iab was removed and replaced without any complications.